Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one manual handle. Visual inspection of the instrument found no abnormalities. Functionally, the instrument was loaded with post market vigilance representative reloads. The instrument successfully, clamped, cycled fully, opened and unloaded repeatedly without difficulty. Visual and functional testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported condition and the reported condition was not confirmed. A review of the device history record could not be performed because the lot number was not received. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the surgeon was performing a laparoscopic colon procedure when the surgeon fired and couldn't retract the handle or open the jaws. The device was stuck on tissue and was removed by re-secting next to the stuck stapler. There was minimal tissue loss. The last known patient status is that he/she is good. No other adverse events were reported.